Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A facility representative reported tracking of the pupil was lost during refractive treatment. Additional information has been requested.

Manufacturer narrative:
At the visit on the site the field service engineer (fse) adjusted the eyetracker mirror and aligned the eyetracker, fixation light and other optics. After this, eyetracker pupil lock was steady and would not lose pupil when assembly was tapped to induce vibrations. The fse successfully completed system verification to specification per service installation record (sir). The root cause can not be determined conclusively. The most possible root cause for the reported problem is a misaligned eyetracker. The manufacturer internal reference number is: (B)(4).